Event description:
It was reported via journal article: this complaint is from a literature source. The following literature cite has been reviewed: kanani f, alnakib c, shelly s, laks s, leibovitz e, abu akar f, kamar m, jazmawi m, shimonov m. Single-incision versus conventional laparoscopic sleeve gastrectomy: superior long-term weight maintenance in a 7-year matched cohort study. Am surg. 2026 feb;92(2):509-520. Doi: 10.1177/00031348251378955. Epub 2025 sep 12. Pmid: 40940032. This study presents 7-year outcomes comparing weight maintenance, safety profiles, and patient-reported outcomes between matched single-incision laparoscopic sleeve gastrectomy (sils) and conventional laparoscopic sleeve gastrectomy (lsg) cohorts, contributing to the growing body of evidence supporting single-incision techniques in metabolic surgery. They conducted a retrospective analysis of prospectively collected data from patients undergoing bariatric surgery at january 17-2020. Fifty-four patients underwent sleeve gastrectomy (27 sils and 27 conventional). Groups were well matched for age (32.5 vs 28.2 years, p = .066) and sex (96.3% vs 85.2% female, p = .348). In conventional lsg, they employed a standardized five-port technique. The greater curvature was mobilized beginning 4-6 cm proximal to the pylorus using an ultrasonic energy device (harmonic ace®+7, ethicon endo-surgery, cincinnati, oh, USA). Gastric transection was performed over a 36-french calibrating bougie using a powered articulating linear stapler (echelon flex¿ 60 mm, ethicon endo-surgery) with cartridge selection based on tissue thickness: green (4.1-mm) cartridges for the antrum, transitioning to gold (3.8-mm) and blue (3.5 mm) cartridges for the body and fundus. The sils gastrectomy utilized a 3 cm supra-umbilical incision placed 1-2 cm cephalad to the umbilicus, oriented transversely to optimize cosmetic outcomes. During liver retraction technique, it was achieved using a modified transabdominal suture suspension technique. A 2-0 polypropylene suture (prolene®, ethicon) on a straight keith needle was introduced percutaneously. Entry point: right mid-clavicular line, 2 cm be low costal margin. The needle traversed the peripheral portion (2-3 cm from edge) of the left lateral hepatic segment. Both suture ends were exteriorized through separate punctures 3-4 cm apart in the right subcostal region. In initial dissection, short gastric vessels divided using 5-mm articulating harmonic ace®+7 (ethicon endo-surgery, cincinnati, oh, USA). Stapler: echelon flex¿ 60-mm powered articulating linear stapler (ethicon endo-surgery) was used during gastric transection. Cartridge selection protocol: first 2-3 firings (antrum): green cartridges (4.1mm closed staple height), middle firings (body): gold cartridges (3.8-mm closed staple height), final 2-3 firings (fundus): blue cartridges (3.5 mm closed staple height).during port closure, fascial defect closed with interrupted 0-vicryl®sutures (ethicon) in figure-of-eight pattern. Subcutaneous approximation with 3-0 vicryl®. Skin closure with 4-0 monocryl® (ethicon) in subcuticular fashion. Structured visits occurred at 2 weeks, 1, 3, 6, and 12 months, and then annually. Reported complications include: harmonic ace +7, (n=1) postoperative bleeding, treatment: managed conservatively, echelon flex¿ (60 mm), (n=3) surgical site infection, treatment: not reported in the article. In conclusion, single-incision laparoscopic sleeve gastrectomy demonstrates superior long-term weight maintenance compared to conventional lsg while maintaining safety equivalence.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.